Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01502. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. (B)(4). Approximate age of device - 1 year, 1 month (calculated from the date when the modular cable was issued to the patient). Manufacture investigation conclusion: the evaluation of the returned modular cable confirmed cosmetic damage to the outer jacket of the cable. Examination of the returned modular cable revealed that the polyurethane jacket was damaged approximately 4.5¿ and 8.5¿ from the inline connector; however, there appeared to be no damage to the underlying armor layer. Additionally, the inline connector bend relief showed gradient, dark discoloration. The controller and inline connector pins appeared unremarkable; however, debris was also noted within the inline connector. The modular cable passed electrical testing without issue. The evaluation could not conclusively determine the cause of the outer jacket tear and discoloration. The patient remains ongoing on the device with the new modular cable and no additional related events have been reported at this time. The IFU and patient handbook contain information in regards to caring for the driveline and instructs the user to check the driveline daily for signs of damage such as cuts, holes, or tears. The IFU instructs the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's modular cable was exchanged due to wear and tear. No additional information was provided.

Manufacturer narrative:
Section d4, h4: correction.